Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratches on the display window.

Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated their blood glucose was slowly rising the weeks prior to their hospitalization. It was also found changing the infusion sets did not resolve the customer's high blood glucose. Customer stated they were admitted to the hospital on (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. Customer was treated with an IV of insulin at the hospital. The customer's blood glucose was lowered to 180 mg/dl after being treated. It was found the customer had attempted a bolus delivery after being hospitalized, but their blood glucose remained high. Customer's insulin pump was replaced. No additional information provided.